Event description:
Suddenly developed severe shortness of breath and chest pain on (B)(6) 2015 while using respironics comfortclassic medium CPAP mask (product no. (B)(4), lot no. 140408). Evaluated in emergency room (B)(6) 2015, and found to have right lung tension pneumothorax on chest x-ray. Immediately had right sided thoracostomy with placement of chest tube under vacuum and admitted to hospital. Chest tube was removed on (B)(6) 2015 and discharged from hospital on (B)(6) 2015. After discharge from hospital, CPAP mask was closely examined and was found to have an almost completely occluded exhalation port. This was confirmed by being unable to slip a piece of paper into the exhalation port. Comparison to a different, old respironics comfortclassic medium CPAP mask using the same piece of paper showed that the old mask had a patent exhalation port, unlike the mask that is suspected to have caused the problem.